Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "failed self test, tf341009" (pvent-control defect). No patient involvement.